Event description:
It was reported that, after the system was implanted, the patient was found to have a tension pneumothorax. Technical services asked if the patient has intubated for the implant, and the caller stated yes. Technical services stated that was more likely the cause. The doctor has addressed this. There were no additional adverse patient effects. The system remains implanted.